Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 32mm synergy¿ drug-eluting stent was advanced; however, the device was not able to cross the target lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported.   However, returned device analysis revealed proximal stent damage.